Event description:
It was reported that the asymptomatic patient presented with nonsustained right ventricular oversensing on the right ventricular lead. The noise was reproduced with isometrics in clinic. The device was reprogrammed.